Event description:
It was reported by the affilate that during a lap colorectal procedure, after an hour into the case, the end of the blade of the lcsc5 that he was using snapped off. Not noted how case completed. No patient consequence. 1 device returing.

Manufacturer narrative:
Information anticipated, but unavailable at this time.